Event description:
Additional review determined the event regarding patient death was also reported in manufacturer report # 3004209178-2012-06502. Any additional information received regarding that event will continue to be reported under manufacturer report # 3004209178-2012-06502. Any additional information regarding the granuloma and device system replacement will continue to be reported under this manufacturer report # 3004209178-2012-05691. Additional information received reported in (B)(4) 2012, "the patient was on a very high dose of intrathecal medications and his new managing health care professional (hcp) was in the process of weaning the patient down to a safe range." It was reported the patient fell in early (B)(6) 2012 and was taken to the hospital where he spent several days. It was noted that the patient had some of the following symptoms while in the hospital: recent escalation of intraspinal medication dose, recent increase in usual pain, band like or radicular pain, new or different sensory complaints or paresthesia, bowel or bladder incontinence. After the granuloma diagnosis the patient was sent to the hospital and the emergency room physician was updated of the situation and the patient's need for an emergent evaluation by a neurosurgeon.

Event description:
In (B)(6), an inflammatory mass was reported. The patient experienced '"acute neurological symptoms" on (B)(6) 2012. The patient r reported that when his feet hit the ground it felt like a shock up his spine and also experienced urinary incontinence. The patient had a CT scan, MRI, and myelogram which showed a catheter tip granuloma. The pump was programmed to minimum rate as of (B)(6) 2012. The pump and catheter were explanted. The catheter tip culture was negative. The patient remained hospitalized as of (B)(6) 2012 with post-op pneumonia. The current managing hcp did not have privileges at the facility so as of (B)(6) 2012 was unsure of the patient's status. In mid-july it was reported that the patient had expired approximately 10 days post op. The surgery for inflammatory mass was done (B)(6) 2012. Cause of death was pneumonia; developed after surgery. It was also noted that one of the drugs prior to the im the concentration was changed to much higher in a shorter period of time. The pump delivered clonidine 1800mcg/ml, bupivacaine 30mg/ml, dilaudid 25mg/ml.

Manufacturer narrative:
Final analysis of the pump found a pump/pump head deformed pump tube. Drug concentrations were pf dilaudid 40 mg/ml, bupivicaine 10 mg/ml, clonidine 1600 mcg/ml. Pump did pass dispense testing for accuracy but the traces were off and not typical, destructive analysis found that the pump tube appears discolored. While handling and being compared to other known good pump tubes it also feels stiffer and less elastic in nature. This material change may explain the unusual dispensing of the pump. Final analysis of the catheter found catheter/catheter body dark residue occlusion in dispensing holes. - event related.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Correction: outcome attributed to adverse event - intervention required. Type of reportable event - serious injury.

Manufacturer narrative:
Catheter model # 8703w, lot # l81765, implanted: (B)(6) 2000, explanted: (B)(6) 2012. The device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.